Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had b30 (scope communication error). The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture was found in the supply plug (connector). A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: because moisture was found in the supply plug connector, error code b30 and e216 (scope communication error) were displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.